Manufacturer narrative:
The customer contacted resmed technical support to request assistance regarding an astral device that was detecting an incorrect power source and would not charge the internal battery. A resmed technical support representative went through the troubleshooting steps with the customer and informed the customer that the issue is most likely related to a component failure in the main circuit board (pcb). Resmed provided instructions to the customer on how to replace the main pcb. The customer informed resmed that they will proceed with the device service and evaluation after the call. No device was returned to resmed for investigation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the power source as an external battery and failed to charge its internal battery. There was no patient injury reported as a result of this incident.